Event description:
In 2005, kinetikos medical, inc., was informed of the explant of a kinetic great toe (kgt) implant from a patient owing to pain and discomfort. The explanted components were requested repretedly over the following 3 week period and were ultimately returned to kmi for evaluation. The explanting surgeon was contacted by phone for details. The patient's m/p toe joint was subsequently fused.